Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient complained of knee pain following implantation of trochanteric fixation nail advanced (tfna) on the right two and a half months prior. Pain was described as all around in the knee, with a stabbing on the lateral aspect and no pain at night. Patient was referred to surgeon for a total knee replacement. Upon viewing x-rays, the surgeon found that the nail had broken at the level of the lag screw; the fracture was not fully healed. This was confirmed via CT. The nail was removed, and patient was revised with another tfna. Patient is progressing well in rehab. This report is for a lockscr ø5 l42 f/nails tan light green. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was conducted: visual inspection: the lockscr ø5 l42 f/nails tan light green was returned and received for analysis. Upon visual inspection, sections of the threads of the screw appear to be worn and stripped. Files in notes and attachments "post op ap.jpg", "post op lateral.jpg", "tfna distal.jpg", "tfna proximal images were reviewed, damaged threads are not visible in visual evidence. No other issues were observed with the returned device. Dimensional inspection: due to the post manufacturing damage, it is not possible to verify the relevant dimensions of the device. Investigation conclusion: the reported condition of the complaint device lockscr ø5 l42 f/nails tan light green is confirmed. The threads of the screw are worn. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.